Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the port was placed in the right internal jugular vein. Patient complained of pain and swelling during infusion. Ultrasound revealed a crack in the catheter with a contrast leak near the limb and insertion site. Device was removed in interventional radiology. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one titanium port and 8 fr groshong catheter were returned for evaluation. Visual inspection identified a partial circumferential split between the 20 and 21 cm depth markers. The catheter split was typical of flexural fatigue, and characteristics observed which supported this type of failure included: a circumferentially aligned split and smooth and polished split edges. Therefore, the investigation is confirmed for flexural fatigue. The likely root cause of the identified flexural fatigue is use related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the port was placed in the right internal jugular vein. Patient complained of pain and swelling during infusion. Ultrasound revealed a crack in the catheter with a contrast leak near the limb and insertion site. Device was removed in interventional radiology. There was no reported patient injury.